Event description:
Caller reported that the battery of the t:slim x2 pump would not charge and the pump screen remained dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. After unsuccessful attempts to charge the pump with different cables and adapters, technical support arranged to send a replacement pump with updated software. The customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted, and training for the new pump would be available in their tandem source account. The caller understood the instructions for returning the problematic pump and did not require a signature for the replacement delivery.